Event description:
The pump was returned for investigation. Investigation revealed a display failure and contamination under the keypad button contacts. This report is made based on results of investigation completed on 12/12/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the keypad cover was torn from the up arrow button to the contrast button, and the contrast button was unresponsive, which has no effect on insulin delivery. The keypad cover was removed and contamination was found under the contrast, up arrow, and down arrow key contacts. (B)(4).